Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: (B)(4); model: sc-2408-74; serial: (B)(4); batch: 7071564/7071579. Additional suspect medical device component involved in the event: product family: scs-lead fixation-MRI; upn: (B)(4); model: sc-4319; serial: (B)(4); batch: 25254149.

Event description:
It was reported that the patient developed an infection at the cervical incision site. Symptoms of pain and leakage at the site were noted. It was unknown if the infection was device related, however, it was not procedure related. The cause of infection was also unknown. The patient was placed on oral antibiotics, and underwent an explant procedure. The patient was doing well postoperatively. All device components were explanted, and were not returned.